Event description:
It was reported by the customer that the cot was loaded with a large patient weighing approximately 450 lbs. The emt's attempted to raise the cot all the way up and could not support the weight. The cot then dropped downward and tipped over, resulting in the patient receiving a laceration to the right elbow. The patient required four stitches as a result of this event.

Manufacturer narrative:
The cot was evaluated by a third party service provider, who reported no defect that may have caused or contributed to the alleged event. The customer declined further evaluation by a stryker representative. Evaluated by a third party service provider.